Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) beginning (B)(6) 2015. Analysis also indicated a right ventricular lead integrity alert on (B)(6) 2015. Analysis also indicated the impedance on the rv (right ventricular) defibrillation coil measured 254 ohms, up from a trend in the 30-40 ohm range, during the week ending (B)(6) 2015. Analysis also indicated the impedance on the svc (superior vena cava) defibrillation coil measured 254 ohms, up from a trend in the 40-50 ohm range, during the week ending (B)(6) 2015. Analysis also indicated the impedance on the rv (right ventricular) pacing lead measured 4047 ohms, up from a trend in the 500-700 ohm range, during the week ending (B)(6) 2015.

Event description:
It was reported that the right ventricular lead had an insulation breach on the pace/sense conductor. There was also oversensing and noise present on bipolar setting. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The existing high volt portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).